Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was found to be dislodged during an in clinic follow-up. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition. No allegation of malfunction was alleged against the ra lead.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual inspection revealed the helix to be in the retracted position and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within required performance specification.